Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be performed. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.